Event description:
It was reported that the pump ¿used to slip around backwards and they would have to slip it back to find the port¿. The patient also stated ¿there have been problems with it that they have ignored¿. No patient symptoms were reported. The medication delivered by the device system at that time was not provided.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump and catheter was the cause of the event. The event was due to pump inversion and the catheter issue was occlusion. There was a revision of the pump and catheter on "(B)(6) 2013." It was noted that they removed occluded catheter, repaired cerebral spinal fluid (csf) leak and implanted new catheter and pump. The patient did not require hospitalization. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information received reported that in (B)(6) 2013 the pump was moved from the front to the back.